Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The device history review lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
The device is not available for evaluation, however, a lot history review will be performed. E1 - telephone number was provided as (B)(6).

Event description:
The event involved a 72" (183 cm) appx 2.1ml, smallbore ext set w/clamp, rotating luer where the customer reported that propofol squirted in the doctor's eye as he was pushing it through the tubing for the patient. There is a small hole in one end that connects to the syringe. There was patient involvement, but harm was not reported as a consequence of this event.